Event description:
A report was received that the patient reported in a marketing survey that they had the implant for only 18 months and then it stopped relieving the pain and causing a buzzing sound. Bsn performed a good faith effort to obtain more information without success.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2138-70 serial#: (B)(4) model description: scs 70cm iii lead. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.